Manufacturer narrative:
The investigation of hemolysis and pump stop has been completed. Impella cp was returned for evaluation. A large impeller purge gap was seen on the returned pump. Data logs from the field showed an "impella stopped - motor current high" alarm. The pump was attempted to be restarted multiple times in the field without success. Clinical details noted the pump stop occurred on day nine of support. The root cause of the pump stop was due to bearing wear beyond pump design life of eight days per design trace matrix. Hemolysis testing was unable to be performed on returned pump due to bearing wear. The root cause of the hemolysis could not be definitively determined as the positioning of the pump as well as the patient's condition could have been contributing factors. B.5 additional information was received. D.9 updated as the pump and purge cassette were returned for investigation. H.6 a new code was added based off of additional information received in b.5. Based off of additional information recevied, the following sections have been revised from initial manufacturer device report 1220648-2024-17538: b.2 outcomes attributed to adverse event: death and date of death were added b.5 patient outcome and death rationale statement was added. H.1 type of reportable event was changed to death.

Event description:
Additional information was received. After nine days of support, the pump stopped. The pump was replaced and two days after the replacement, the patient expired. It is unknown if the use of the impella was related to patient death. Thus there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Event description:
The complainant had placed an impella cp for support of a patient admitted in acute myocardial infarction/cardiogenic shock. The pump was placed but after three days was exhibiting hemolysis signs with elevated plasma free hemoglobin lab values and hematuria. The pump stopped on day eight of support and was removed/replaced. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella cp with smartassist for use during cardiogenic shock and high risk: percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk: percutaneous coronary intervention. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿